Event description:
A malfunction was reported when a patient slipped and fell on their insulin pump, causing it not to work properly. There was no adverse impact to the customer's blood glucose level. Technical support was requested to follow up, and a callback was needed to address the issue.